Event description:
On (B)(6) 2013, the pt was "adjusting his position in bed" and the flared end of the 24fr that-quick abscess drainage set broke off. The interventional radiology staff was called in and replaced/exchanged the remaining catheter over a wire. (1820334-2013-00209) on (B)(6) 2013, interventional radiology was called by nursing staff and informed that the drainage catheter had "broken" again. The pt was transported to radiology and the remaining portion of the drainage catheter was exchanged and replaced. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.